Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that the reservoir had an air bubbles. The blood glucose at the time of the incident was 125 mg/dl. The customer states they had air bubbles the size of champagne but some were bigger. The customer state the pump was not rewound with the reservoir in place. The customer was advice to let the insulin reach room temperature. The customer states they pulled the plunger too far and insulin spilled. Troubleshooting was not able to resolve the issue. The device will not be returned for analysis.